Event description:
(B)(4) since having it put in (B)(6) 2010 to now im having severe pain, like someone taking knife and continually stabbing in lower abdomen. Headaches that never go away. Body becoming infected all the time and having to take meds. Losing lots of hair. No energy. Stomach staying in pain and swollen, causing me the get sick when I finish eating 90% of the time. Just to name a few!